Manufacturer narrative:
The reported complaint of "the ivtm thermogard tgxp system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error code, and the cooling fan went on and off during self-test" was confirmed per event logs review and during functional testing. The root cause for the reported complaint was due to defective coolant sensor block, likely as a result of normal usage of the device. During visual inspection, there was no physical damage observed on the ivtm thermogard console. Review of the event logs showed several tcmid:06 error messages; thus, confirming the reported complaint. The system failed initial functional testing due to tcmid:06 error messages, and therefore, the reported complaint was confirmed. Following service, including the replacement of the coolant sensor block, the thermogard console passed all tests and readings are within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Event description:
During routine check of the thermogard xp ivtm system (serial: (B)(4)), after the system was powered on for a while, the thermogard displayed a tcmid:06 (ce post failure) error message. It was also noted that during self-test, the cooling fan went on and off. No patient involvement.